Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient alleging pump was not delivering insulin. The patient went to hospital and had reading of hi on hospital meter. Ketones were 16 and the patient was hospitalized for dka (diabetic ketoacidosis). The patient was taken off pump and given intravenous insulin. Serial number of the pump not provided. No further information has been provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.